Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the embolization coil was detached from its pusher assembly. Further evaluation revealed that the pet lock was intact on the proximal end of the pusher assembly, and the pull wire was with the ddt. If the pod pc is forcefully retracted against resistance, the pusher assembly may elongate beyond the reach of the pull wire, and result in the embolization coil detaching from its pusher assembly. Further evaluation revealed kinks in the pusher assembly and the embolization coil had offset coil winds throughout its length. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using pod packing coils (pod pcs), a ruby coil detachment handle (handle), a non-penumbra microcatheter, and a non-penumbra catheter. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician encountered resistance while advancing the first pod pc through the middle of the microcatheter. Upon retrieval of the pod pc, the coil was disconnected from the pusher wire and the detached coil and was contained inside the microcatheter. Therefore, the microcatheter was removed from the patient and the detached pod pc was flushed out. The handle was opened but was not used in the procedure. The procedure was completed using two non-penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.